Event description:
It was reported that pt fell and loosened triathlon primary tka. Outcome; femur removed, cr insert removed, ts femur with distal 5mm wedges medial and lateral, 4mm offset with 12 x 100 cemented stem coupled with a ps 4 x 13mm insert was implanted. No further info from both surgeon and hospital.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. Catalog number and lot codes of other devices listed in this report: cat # 5530-g-411 lot # mjj7l0 description: triathlon cr x3 tibial insert.